Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1800268 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon went to place a 5mm hemolok clip around a vessel and the clip did not lock together so he removed clip and tried again, this time the clip did not close properly either. It was noticed that one side of the tip had fallen off and it was later found on the floor of the theatre.